Event description:
The digital stryker prophecy team received CT scans indicating that the patient may require a revision surgery for a previously implanted wright medical/stryker total ankle replacement device. The surgeon reported plans to revise the construct using the inbone system.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.